Event description:
The user reported that the unit was generating low pressure and was not delivering volume as expected. The patient's co2 level reportedly increased and the patient became unconscious. The event was noted by the user and the ivent was removed from service and replaced with another unit. The patient has since recovered. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.